Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was not returned for investigation. No manufacturing related root cause for the reported experience could be determined. The lot number was not provided; therefore, a review of the device history record could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the slightly calcified right common femoral artery after a diagnostic procedure. Reportedly, when the plunger was removed, the sutures were not retrieved; just the link. The device was rewired and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Event description:
Boston scientific received information from a boston scientific field representative that analysis was requested for electrograms (egms) from three device therapy episodes from the date of the patient's death. A boston scientific technical services consultant (ts) reviewed the faxed egms. Ts and the representative discussed that anti-tachycardia pacing was delivered for a detected ventricular tachycardia (vt) but did not convert the arrhythmia. The episode ended when the patient's rate slowed below the lowest programmed therapy zone. A second episode, for a detected ventricular fibrillation (vf), was declared less than a minute later; a single shock was delivered and appeared to convert the vf, as the device delivered atrial and ventricular pacing after shock delivery with sensed intrinsic ventricular beats marked during pacing blanking. A third episode, for a nonsustained vf, was declared approximately ten minutes later; ts discussed that there was almost no deflection on the egm's shock channel in that episode, suggesting possible electromechanical dissociation (pulseless electrical activity). The patient's physician questioned whether the device's rate smoothing feature may have affected the device's functionality during the detected arrhythmia.

Manufacturer narrative:
(B)(4). The reported use of the device in a slightly calcified artery likely contributed to the event. Per the instructions for use (IFU), the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Therefore, the reported event is likely related to the operational context in the use of the device.